Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages identified with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole in the proximal section of the balloon, at the end of one of the proximal blades. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a pinhole was located at the end of a proximal blade segment.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 15 seconds. The balloon was removed from the patient's body without any problem. No patient complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 15 seconds. The balloon was removed from the patient's body without any problem. No patient complications were reported, and the patient was in good condition after the procedure.